Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. It was found that the cassette was not attaching properly. The customer's problem was replicated. Visual inspection found fluid ingression on the downstream occlusion (dso) sensor. The cause of the problem was there was fluid ingression found on the downstream occlusion (dso) sensor. The dso sensor assemby was replaced to fix the issue.

Event description:
It was reported that the cassette will not connect. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.